Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the needle broke in half while pushing the needle through tissue. Another device was used to complete the case. There was no patient injury.